Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to connect. Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored post procedure.